Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed and maintenance required. User rebooted but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed and required maintenance. A field service engineer (fse) arrived onsite and found the machine in a failed state, successfully recovered the drawer 5 and inspected the rear area to ensure no medication was obstructing drawer movement. The drawer operated normally after recovery; the fse also ran hardware test and had customer inventory medication successfully. The system functioned as intended after the field service engineer troubleshot the device.